Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es reagent issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2560 at or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision testing was acceptable, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample (0.132 ng/ml vs. Expected <0.012 ng/ml) using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory and the patient was administered aspirin and a repeat electrocardiogram (EKG). The troponin I testing was repeated on the affected sample and a corrected report was issued. No further treatment was administered to the patient. There was no allegation of patient harm as a result of this event. (B)(4).